Manufacturer narrative:
Additional, changed, and/or corrected data: b.5 d.6b; d.9; h.3; h.6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported, right-side "deflation". Device has been explanted.

Manufacturer narrative:
Device analysis: visual analysis of the returned device identified, wear abrasion, red and yellow particles inside the device. Leak test was performed, and no leakage was found. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process. No openings or issues related to deflation device were observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right-side "deflation".

Event description:
Healthcare professional reported right-side "deflation". Device remains implanted.